Event description:
On 6/2002 access 2 total psa of 0.0 and access 2 free psa of 2.8. Instrument reported a flag of "ccr" for the derived result of free/total. Ccr is documented as cannot calculate result. Results were reported out of lab. On 06/2002 doctor questioned result and sample was repeated. Repeat result for total psa was 13.9 and free psa was 3.0. No error in treatment was reported. Access 2 reference manual states in the troubleshooting section that "ccr" is a fatal flag for the derived result. Corrective action documented is to repeat the test(s). Customer did not investigate the flag which was associated with the result. Beckman coulter believes this event meets the criteria for reporting under 21 cfr 803.